Manufacturer narrative:
D4: device serial number was identified and updated during analysis. H4: device manufacture date was identified and updated during analysis. Analysis results - the root cause of the customer¿s complaint was a burned charger.

Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in (B)(6).

Event description:
A consumer reported that their diamondclean smart charger glass exploded. No injury or property damage was reported.